Event description:
"Situation: piece of arterial line severed off and inside patient. Background: patient receiving left arterial line placement by fellow provider [redacted name]. Provider had positive blood return, guidewire placed, and when advancing the catheter slight resistance met, unable to advance. Upon removal, noted to be missing 2cm of the catheter. Assessment: 2cm of catheter inside the patient. Vascular team contacted by micu attending dr. [Redacted name]. Recommendation: review product teleflex radial artery catheterization set ref: ra-04020, lot# 14f23g0169."